Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that ethicon suture caused and/or contributed to the adverse events described in the article, specifically: wound infection? What medical intervention was performed to treat the patient infection/ wound infection? Citation: the american journal of surgery 2011;202:133-138. Doi: 10.1016/j.amjsurg.2010.06.011.

Event description:
It was reported in journal article ¿impact of using triclosan-antibacterial sutures on incidence of surgical site infection¿ that a prospective, randomized, double-blind, controlled, multicenter study was conducted to assess the incidence of surgical site infection using triclosan-coated polyglactin 910 antimicrobial suture compared with the conventional polyglactin 910 suture. The study group consisted of 230 patients (148 men, 82 women; age group range 21-60 years) and used triclosan-coated suture and the control group consisted of 220 patients (127 men, 93 women; age group range 21-60 years) and used polyglactin 910 suture. Poliglecaprone 25 was used in skin closure for both groups. The incidence of surgical site infection was 7% (n=17) in the triclosan-coated suture group, and 15% (n=33) in the polyglactin 910 suture group. The mean extended hospital stay for patients with surgical site infection was 3.71 days. Additional information has been requested.